Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device was difficult to toggle. The needle was disengaged and fell into patient's cavity while closing the vaginal cuff. Xray was taken to confirm the location of the needle. Customer stated that more harm would be done to the patient in attempting to remove the needle than to allow it to remain in the patient. The needle was not retrieved from the patient. The surgical time was extended for 30 minutes or more.